Event description:
Patient reported right side rupture. Patient later reported capsular contracture, baker grade unknown and "sagging along the upper lip due to previous operations and tissue relaxation.¿ healthcare professional later reported "pain, deformity". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unknown.